Manufacturer narrative:
One pneupac ventilator was returned for analysis. The device was received in with tampered seals, broken small knobs and missing end caps- front panel was bent and the pressure manometer was out of specification. The device was connected unit to an oxygen supply and performed functional tests. The issue was not duplicated. The operator replaced the input manifold assy as a preventive measure.

Event description:
Information was received that the pneupac ventilator stopped working. It was turned on, but when it was put it in use, it stopped working. There were no adverse events reported.